Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan, alleging that the onetouch verio iq giving inaccurate high readings of ¿95, 115, and 160 mg/dl¿ compared to a doctor¿s meter reading of ¿90 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The alleged inaccurate high reading began on (B)(6) 2013, at 11 pm. The patient reportedly took 2 units of humalog based on the lfs meter reading. Within 1.5 hours, the patient reportedly developed symptoms described as ¿low blood sugar, lightheaded, and shaking.¿ there was no report of any required hcp medical intervention at the time of concern. The patient confirmed the meter to doctor meter was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The unit of measurement was set correctly. The test results were taken on an approved site. The control solution results were within the acceptable range. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the patient took insulin based on the lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.